Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. Related to: 1038671-2022-01160, 1038671-2022-01161, 1038671-2022-01162, 1038671-2022-01163, 1038671-2022-01166, 1038671-2022-01167.

Manufacturer narrative:
Additional information: b5, b7, h6 . Pending engineering investigation h6. Medical device problem code to 2988.

Event description:
Revision, approximately 8 years 9 months post implant, due to accelerated and preventable wear of the optetrak cc polyethylene tibial insert components. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available

Manufacturer narrative:
H6: investigation results - the revision reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, instability, or any combination of these possibilities, which led to wear of the polyethylene insert. However, this cannot be confirmed as the devices were not available for evaluation and radiographs were not provided. Fu1 submission: fields in section f should be blank, this is a manufacturer's report.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, g2 (correcting initial report), h6: clinical codes, health effect-impact code, component code, types of investigation, investigation findings. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation. Correction/removal number: (B)(4).

Event description:
As reported, a patient had an initial left knee replacement system on 2 aug 2010 and was revised on 6 may 2019. No additional information.